Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received both appropriate and inappropriate shock therapy. Additionally, it was noted that there was some undersensing of the patients r waves and a segment of approximately 130 seconds where there were electrograms (egms), but no corresponding device markers. Technical services (ts) was consulted and upon further egm review, noted that the first delivery of anti-tachycardia pacing (atp) and single shock was inappropriate as a result of the patient being in an atrial arrhythmia. The shock successfully converted the atrial arrhythmia. The patient then shortly after goes into a ventricular arrhythmia, which self-terminates prior to the patient going back into the same atrial arrhythmia in which the device delivers a second inappropriate shock. Again, shortly after, the patient goes into another ventricular arrhythmia in which the device provided appropriate shock therapy and successfully converted the ventricular arrhythmia. A request was made to have data from this device analyzed. Ts provided programming recommendations. At this time, the device remains in service. No adverse patient effects were reported.